Event description:
It was reported that during surgery the surgeon drilled and then implanted the anchor, but the anchor broke into two pieces. No patient injury was reported.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet. The broken portion was not returned for evaluation. Removal of the anchor found both the inserter tines have broken off and were not returned. The suture has been broken where it would interface with the anchor eyelet. The condition of the device indicates it was subjected to excessive forces during insertion.